Event description:
The caller reported that after an unsuccessful tracheostomy attempt on a pt using a percutaneous technique, the surgeon then proceeded to an open tracheostomy surgical insertion. Later it was noted by the bedside rn that the flange was not connected to the cannula. A physician was called to the bedside to suture the flange to the tracheostomy tube as a temporary measure until or time could be scheduled in order to change the device. The caller also reported that the tracheostomy may have sustained damage due to the force exerted in trying to push the tracheostomy tube through the opening made by the dilator.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. No conclusions can be drawn without the device. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.